Event description:
The reporter stated that the surgeon inserted the aq2015a silicone three piece lens and felt the lens was not stable in the eye. The lens was removed and an acl was implanted without any patient injury. The reporter stated the problem was with the anatomy of the patient's eye and not related to the lens.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) no consequences or impact to patient. Lens not stable in the eye. (B)(4) visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).